Event description:
User alleges home pt had tracheostomy tube replaced due to leakage. Tube was in place for one week. No adverse outcome. Uses ventilator at night. Typically has her tubes changed every sixty days with no problem.